Event description:
The report stated that during a microwave laparoscopic liver ablation for a solitary tumor, the pt had a full thickness skin burn that needed to be excised. The ablation was performed with two percutaneous antennas. The antennas were placed approx 1 cm apart in the skin. There were 2 ablations at 5 minutes each. On ablation #1 the active tip was almost completely inserted into the liver but was hard to see due to condensation on the needle shaft. On ablation #2, the puck section of the antenna was inserted into the liver with the majority of the proximal radiating section exposed. The inner wall of the abdomen was at least 3 cm from the proximal end of the radiating section.

Manufacturer narrative:
The returned incident device is under evaluation. When the investigation is complete, a follow-up report will be sent.